Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2; d9, g3, g6, h2, h3, h6, h10. The product was not returned, or pictures not provided. Visual device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Radiographs were provided and reviewed from an healt care professionel/radiologist. Significant findings include dislocation is not confirmed. However, eccentric positioning of the femoral head is noted on the images acquired on (B)(6) 2023. This is not believed to be related to component placement. Most commonly, this is related to polyethylene wear or polyethylene fracture/dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after approximately three months post revision surgery, x-rays confirmed that another dislocation had occurred. Patient outcome: revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head -3.5x26mm dia item#00-8018-026-01 lot#66341383. Foreign source: south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.